Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The water tightness of the operation part (suction port base) was not maintained due to external factors. Water tightness was not maintained due to holes in the bending section cover caused by external factors. The cover on the insertion part was crushed due to an external factor. Liquid leakage was observed in the operation part due to handling. There were scratches on the operation part, eyepiece, grip, angle lever, up/down plate, vent under the grip, and fixed ring due to external factors. There were scratches on the light guide cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the tracheal intubation fiberscope had water leakage. No patient harm reported. During the evaluation of the device, it was noted the coating on the cover of the insertion tube was peeled off due to deterioration. This report is to capture the reportable malfunction of the coating on the cover of the insertion tube was peeled off due to deterioration noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended that the user facility instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.